Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/01/2009 by fax and mail. A completed questionnaire was received on 06/10/2009. This report was mailed to FDA on: 06/26/2009.

Event description:
A nurse reported a patient experiencing glare following intraocular lens (iol) implant surgery. The iol was exchanged for a different iol. In a follow-up, the surgeon reported the event has resolved.